Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that their insulin pump had screen hard to read. The customer¿s blood glucose was unknown. Customer reports they received no delivery alarm, insulin pump was lost setting during the battery change. Customer stated cartridge was loosed when replacing reservoir. The device will be returned for analysis.

Manufacturer narrative:
Device passed all functional testing including the displacement, operating current test, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No charge or battery lasts less than expected anomaly, no delivery or occlusion alarm, no missing segments or partial display anomaly and device passed the delivery accuracy test at 0.08770 inches during test noted. Device received with cracked. The p-cap locks into the reservoir compartment properly noted. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
Device passed all functional testing including the displacement, operating current test, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No charge or battery lasts less than expected anomaly, no delivery or occlusion alarm, no missing segments or partial display anomaly and device passed the delivery accuracy test at 0.08770 inches during test noted. Device received with minor scratched lcd window and cracked reservoir tube lip. The p-cap locks into the reservoir compartment properly noted. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.